Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead and diminished r wave sensing. Additional information indicated that the lead was displaced. The right ventricular (rv) lead was explanted and replaced. Also there was possible oversensing reported on the right atrial (ra) lead. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.